Event description:
Balloon rupture. The patient was converted to a sternotomy not exclusively due to the balloon issue. There were patient anatomical issues that contributed.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area of the burst. These devices are visually and functionally tested 100% prior to packaging. Water was introduced through all of the device lumens and the water flows from where it should with no other defects detected.